Event description:
On (B)(6) 2007, the pt had breast implants implanted for breast augmentation. On (B)(6) 2007, the pt was diagnosed with fibromyalgia. The breast implants remain implanted.

Manufacturer narrative:
Add'l serial number: (B)(4).